Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown bipolar components. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
The patient's son called on her behalf. He has durable power of attorney and he is also an attorney. He reported that 6 months after his mother's right bipolar hip implantation, she had to be converted to a total hip system.